Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump and battery cap were both returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap threads were found to be damaged and the cap would not secure to the pump properly. Investigation revealed that the battery cap contact height was out of specifications. The battery compartment was observed to be cracked. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.